Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. From break (intraoperatively) to break (intraoperatively : fragment removed from wound).

Event description:
Questions: a. Lot number of quickset 1pc flex drill bit 30 (227430500). B. Verify what part of the drill bit broke, was it the fluted tip or the coiled shaft? C. Did it break into two or more pieces? D. Were all pieces of the broken instrument retrieved from the patient? Answers: I went back to the account to look for the broken drill bit , after it went through the wash. I was not able to find it. Sterile processing disposed of it. I was unable to obtain the lot number for the drill bit. The drillbit broke at the drill bit, not the coil. It broke into two pieces. The broken pieces were put up next to each other and they fit perfectly. Nothing was retained in the patient, the broken piece was recovered.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when drilling for a screw through hard bone the drill bit broke. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.